Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states he has a solace mattress and the mattress is falling through the center causing the mattress to be worn in the center. Also states there are springs missing in various sections of the bed spring.